Event description:
The customer alleges there is no resistance with the syringe. Another syringe was obtained. No patient injury reported.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty finding loss of resistance could not be determined based upon the information provided adn without a sample.